Event description:
The customer reported that the insulin pump had a blank display. The customer stated that the device rested and a new battery was installed. The insulin pump started to count up and then the screen was blank. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the liquid crystal display board.